Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis. During analysis, the reported issue was not able to be verified. Service replaced the software as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost its programming and was not holding program. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.